Manufacturer narrative:
Article citation: applebaum, serina s, et al. ¿short-term preliminary results of outcomes with and without tenonectomy during open conjunctival xen45 gel stent implantation.¿ clinical ophthalmology, vol. Volume 20, june 2026, pp. 1¿11, 10.2147/opth.s554193. Multiple requests for further information have been made. Abbvie has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of endophthalmitis is a known potential adverse event addressed in the product labeling.

Event description:
Review of the article "short-term preliminary results of outcomes with and without tenonectomy during open conjunctival xen45 gel stent implantation" from the journal clinical ophthalmology noted the following events "3 eyes with choroidal effusion with shallow angles; 2 eyes with choroidal effusion; 1 eye with shallow anterior chamber; 3 eyes with hyphema; 1 eye with vitreous hemorrhage; 1 eye with persistent inflammation (anterior chamber cell); 1 eye with intraocular lens dislocation which required surgical intervention for lens repositioning; 1 eye with endophthalmitis; requiring the following treatments "11 eyes required 5-fu with needling; 5 eyes required 5-fu injections alone; 3 eyes required ac reformation; 2 eyes required paracentesis; 2 eyes required yag capsulotomy; 1 eye required slt; 1 eye required vitreous tap and IV antibiotics; 5 eyes required xen revision; 2 eyes required trabeculectomy; 1 eye required ahmed tube implantation; 1 eye required cataract extraction and xen revision; 1 eye required cyclophotocoagulation; 1 eye required gonioscopy-assisted transluminal trabeculotomy."